Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after calls to end user 02/25/26 and 03/05/26. G2 report source other: medwatch mw5182171 legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch report mw5182171: "ge carestation 650 anesthesia machine did not release positive pressure during spontaneous breathing in spontaneous mode. Crna had to manually release pressure by removing the bag. This is the 3rd ge carestation 650 at our hospital that has had this happen. Serious barotrauma could easily occur. I do have a video. Patient code: (B)(6). Device code: 3012. Reference reports mw5182172, mw5182173."

Manufacturer narrative:
The supplemental MDR # is being filed to correct the information in block h11 which incorrectly indicated the reported issue was not confirmed. The correct information is as follows: the customer declined ge healthcare service. No repair information available.